Manufacturer narrative:
No adverse event has been described in this report. The event of "balloon unable to deflate" occurred in the operating room. There is no mention in the report of harm to the pt, however, recurrence of this event would likely lead to a serious adverse event because medical intervention and sometimes surgical intervention may be needed to remove the catheter and thus, to prevent serious injury. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint is received as follows: "complaint description: non-deflation was noted in use. Cutting the catheter shaft was not able to remove the foley catheter. The medical staff was upset and refused to tell us how they removed catheter at last. On visual inspection the surface of the foley catheter was not smooth enough. No harm or injury to pt."